Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the biomedical engineer, the customer claims, taken grafts are thick despite setting dermatome on minimum thickness. There was no patient injury or adverse consequence reported.